Manufacturer narrative:
Physio-control further evaluated the device. It was confirmed that the magnet was missing from the device's lid. The device would therefore remain powered on longer when the lid is closed if the power switch has not been pressed.physio-control also observed that the charge-pak/switch flex cable assembly was not fully plugged into the connector on the analog pcb assembly. Therefore the device would not power on to charge and shock defibrillation energy. Once the flex cable assembly was reconnected to, the device could be turned on and full function returned.a replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device's lid magnet was missing and that the device would not power on. Physio-control continues to investigate the reported failure and will submit a supplement report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control service representative that the customer's device would not switch on. The device's readiness display showed an attention icon and no ok. There was no patient use associated with the reported event.

Manufacturer narrative:
The follow-up medwatch report indicates: physio-control further evaluated the device. It was confirmed that the magnet was missing from the device's lid. The device would therefore remain powered on longer when the lid is closed if the power switch has not been pressed. Physio-control also observed that the charge-pak/switch flex cable assembly was not fully plugged into the connector on the analog pcb assembly. Therefore the device would not power on to charge and shock defibrillation energy. Once the flex cable assembly was reconnected to, the device could be turned on and full function returned. A replacement device was provided to the customer under warranty. The follow-up medwatch report should indicate: physio-control further evaluated the device. It was confirmed that the magnet was missing from the device's lid. The device would therefore remain powered on longer when the lid is closed if the power switch has not been pressed. Physio-control also observed that the charge-pak/switch flex cable assembly was not fully plugged into the connector on the analog pcb assembly. Therefore the device would not power on to charge and shock defibrillation energy. Once the flex cable assembly was reconnected to, the device could be turned on and full function returned. The customer authorized physio-control to discard the device.